Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 70 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 406 and 360mg/dl . The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 1:404mg/dl, (B)(6) 2016, 08:52 pm, fasting: yes; 2:297mg/dl, (B)(6) 2016 11:26 am, fasting: yes; 3:422mg/dl, (B)(6) 2016 01:00 am, fasting: yes; 4:331mg/dl, (B)(6) 2016 11:11 pm, fasting: yes; 5:314mg/dl, (B)(6) 2016, 08:24 pm, fasting: yes. Her expected blood sugar levels should anywhere from 70-100 (fasting) & 140-200 (after a meal).customer hadn't made any changes to the diet or medication.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 70 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 406 and 360mg/dl . The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Her expected blood sugar levels should anywhere from 70-100 (fasting) & 140-200 (after a meal).customer hadn't made any changes to the diet or medication.